Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's scs ipg was tilted in the pocket located in the back. Reportedly the patient had a fall and lost weight from an unrelated surgery in 2017. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional intervention identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Issue has been resolved through ipg replacement.